Manufacturer narrative:
PMA 510(k): this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -09.5/6/102 (sphere/cylinder/axis), implantable collamer lens into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.

Manufacturer narrative:
"Lens was exchanged for a shorter lens due to excessive vault, shallowing acd, and higher iop" not included in the initial MDR. (B)(4).